Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a rep. It was reported that the stimulation covered head pain up until original ins completely drained. It was reported that the cause of the replacement was because the device was in eri mode. No patient symptoms or complications were reported.

Manufacturer narrative:
Supplemental to update codes, code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that the cause of eri was normal use.

Manufacturer narrative:
Refer to regulatory report #3004209178-2017-17789. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient had their stimulators replaced on (B)(6) 2017 as they had stopped working a couple months prior to that. No symptoms were reported. No further complications were reported or anticipated.